Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate or verify the reported issue. Physio replaced the battery pins as a precaution. The customer was also advised to replace their download cable. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself. There was no patient use associated with this event.